Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during pre-dilatation, the 2.0x15 rx voyager balloon ruptured at 10 atms at the first inflation. The rx voyager balloon catheter was removed and a voyager nc balloon catheter was used successfully to complete pre-dilatation. A non-abbott stent was implanted and post-dilatation was completed with the voyager nc balloon catheter. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors. Based on the reported info, the lesion was 100% stenosed and may have contributed to the reported difficulty. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. A review of the finished product lot history record did not reveal any nonconformances associated with this lot. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.